Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customer reported a blood glucose (bg) level of 296 (mg/dl) and moderate ketones. It was indicated that insulin pens were used to address bg levels and would be used for diabetes management. Water was consumed to address ketones.